Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and was shutting down. The customer reported the high blood glucose of 576 mg/dl at the time of incident. Troubleshooting was performed at the time of call. The customer reported that the insulin exited during priming. The customer reported that the cannula was not bent. Product is not expected to return. Related (B)(4).